Manufacturer narrative:
Customer report of thrombus was confirmed through image evaluation. One color photo of explanted valve outflow aspect was provided. Valve appeared to have fibrin-like thrombotic material on the outflow surfaces of two leaflets. One leaflet appeared to have a perforation that was beveled at the outflow aspect, a typical characteristic of those caused by suture tail abrasion. Sutures were not visible on the sewing ring from the photo provided.

Event description:
Patient presented with aortic root aneurysm, atrial fibrillation, and worsening shortness of breath. The patient tolerated the procedure well and left the operating room in guarded condition. Patient was discharged on post-operative day six (6). Pathology report noted round heart valve, with a minimal amount of attached soft tissue. The leaflets are focally roughened, although remaining intact, without obvious calcifications.

Manufacturer narrative:
.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event was due to patient factors.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and the device is in process. If additional information is received a supplemental MDR will be submitted. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on oral anticoagulant to treat thrombosis. The cause of the event cannot be determined however patient factors may have impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 29mm aortic valve was explanted after an implant duration of two (2) years, four (4) months. Patient underwent replacement of the ascending aorta; secondarily found perforations and thrombus deposits on leaflets of valve. This was third time redo valve replacement; ending up replacing the root with graft sewn to a 29mm aortic valve. Patient doing well.